Event description:
It was reported that the left ventricular lead dislodged one day post implant. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.